Manufacturer narrative:
Additional information: h6 and h10 a device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented one week post generator change with a hematoma and pocket infection. The pulse generator was explanted and replaced. The patient was stable.